Event description:
From the email ranfac received from (B)(6) on (B)(6) 2011. Yesterday, our practitioner used a 6" spade tip bone marrow biopsy needle on one of our patients. (The patient's size dictated the use of the 6" needle). Our lab assistant summarized the account of what happened during the procedure: the aspirate was uneventful. The practitioner advanced the needle to obtain the core biopsy. After checking the length of the biopsy, he decided to obtain additional sample. He locked the device, repositioned the needle. He unlocked the device, advanced the needle into the bone and completed the procurement of the core biopsy. Per our procedure, she removed the biopsy by pushing it through the opposite end onto the glass slide held by the lab assistant. When she was going to roll the core to prepare "touch preps" she noticed a metal fragment attached to the middle of the core section. It was "wrapped" around the core. She immediately notified the practitioner who was still present in the room. She did not prepare the touch prep, but placed the entire core specimen into our fixative (b plus), and processed the specimen per procedure. When she returned to the lab, she asked our histology supervisor to see if she could retrieve the metal fragment from the core. The fragment was successfully removed and we believe the sample was not damaged. We saved the fragment and the packaging. I notified our risk management department, and dr. (B)(6). Risk management has decided to complete an FDA reportable incident. Until this is complete and we know that the FDA does not want the needle or fragment, we will need to hold them.

Manufacturer narrative:
(B)(4). The practitioner had a sample in the needle. The practitioner then closed the snare in the needle capturing the specimen. At that point, according to the instructions for use, the needle should have been removed from the patient and the specimen dislodged from the needle. Instead of this happening, the practitioner repositioned the needle with the snare closed. This was not an intended use and the closed snare apparently was put under force, force that is no designed to undergo, during this repositioning. The result, to the best of our determination, not actually having the needle or fragment to evaluate, is that the snare must have broken and came out with the biopsy specimen.